Manufacturer narrative:
The incident has been reported to MFR on 8/10/2007. Results of analysis will be developed in a follow-up report.

Event description:
A polaris valve was implanted in a pt in 2007 in ventricular-peritoneal. It was able to change the pressure setting just after the surgery. "Deux" weeks later, the doctor failed to change the pressure setting of the valve. The doctor removed the valve 15 days later.